Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, the patient underwent manipulation of the right knee due to arthrofibrosis. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.